Event description:
Updated summary: the customer was treated with others. The event involved products mmt-1884, mmt-7040b, mmt-397a and mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 62 mg/dl. The event involved products unk_ngp, mmt-7040b, mmt-397a and mmt-332a. Troubleshooting was declined by the customer for low blood glucose. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 58 mg/dl and sensor glucose value was 153 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 95 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-7040b. No product return is required for mmt-397a. No product return is required for mmt-332a.